Event description:
A malfunction alarm with code malf 16 was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer used an alternate method called mdi to ensure continued insulin delivery. Tandem technical support instructed the customer to put the pump into storage mode and return it using a pre-paid label, which the customer agreed to do.